Event description:
The patient was undergoing a medical procedure in the collateral vessels using a lantern delivery microcatheter (lantern) and a non-penumbra angiographic catheter. During the procedure, while advancing the lantern into the angiographic catheter, the physician experienced resistance and decided to remove the lantern. However, while retracting the lantern through the angiographic catheter, the midshaft of the lantern fractured. The lantern was contained inside the angiographic catheter; therefore, the physician removed the angiographic catheter and lantern together as a unit. The procedure was completed using a new non-penumbra microcatheter, the same angiographic catheter, and a microwire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked device is retracted against resistance, the kink may worsen to a fracture. The root cause of the resistance could not be determined. Further evaluation revealed an ovalization near the distal tip of the catheter. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-005311. Section d. Box 4. Unique identifier.